Event description:
Reportedly, during the excision of rectal cancer, the device was used to close the distal rectum. The staples malformed and did not close the tissue properly. The surgery was converted to an open procedure and completed safely with no report of patient.